Event description:
The customer reported the ortho provue analyzer interpreted a sample as negative during antibody screen testing. The processed mts anti-igg card was sent to service rack for a positive (1+) reaction in microtube #4. Upon visual inspection, the customer noticed that microtube #1 was weakly positive. However, the provue had interpreted the reaction as negative. The customer performed antibody screen testing using the tube method and obtained all negative reactions with the sample. The customer did not perform additional workup. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer went to the customer site and performed fine alignment of the centrifuge. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated. (B) (4).